Event description:
The technician alleged the brakes would lock and hold not allowing the bed to move forward or backward but the brake casters would rotate in a circle if pressure was applied to the side of the stretcher. No pt impact.

Manufacturer narrative:
The technician replaced the brake casters to resolve the issue.